Manufacturer narrative:
The impella cp was has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that after the impella device was explanted, there was poor blood flow in the lower limbs. The physician believes that a thrombus may have flown after the removal of impella. As a result, the patient received treatment for lower limb ischemia to restore blood flow to the lower limbs. Details were not provided. No further information was provided.